Event description:
The patient experienced a loss of therapeutic effect. She had a therapeutic ultrasound 2-3 weeks before, and since had not been able to urinate without great difficulty. She did not have her patient programmer. The outcome is unknown. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).